Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The electrodes used at the time of reported event were returned. The pads were tested on several AED plus devices with each device detecting the electrodes consistently. Complete evaluation of the received pads could not duplicate the reported problem. A retained sample was tested with no discrepancies. Review of the testing performed by the biomed indicates that the biomed was able to recognize electrodes and discharge energy. CPR feed back was also present confirming that the device was able to perform all intended actions. Visual inspection of the pads shows no evidence of hair or skin or disturbance to the adhesive gel which indicates pads were not used on a patient. Pads were tested on test unit and it passed both rescue and non rescue mode. The pads were tested on simulator to set vfib mode and it analyzed and then prompted shock advised and was able to deliver shock. Review of device history logs indicates occurrence of error 262 which suggests that the electrodes may not have been attached to the device during clinical rescue. There is no other indication of device malfunction. Analysis of reports of this type has not identified an increase in trend.